Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Visual inspection of the pneumatic block revealed dust. The pneumatic block sensor circuit board and internal battery were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device failed to complete its internal self-test was due to contamination while the internal battery degraded warning alarm was due to a faulty/defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
During evaluation of an astral device, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.